Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented experiencing muscle stimulation. The right atrial lead was capped on (B)(6) 2016. The patient was downgraded to a single chamber pacing system. No additional information was available.